Event description:
It was reported that this patient was put on a holster machine because of a complaint of a heart rate response not as expected. Reportedly, the patient had bradycardia when he slept. Technical services analyzed the case and indicated the issue appears to be related to right ventricular oversensing of p-waves. There were no bradycardia episodes recorded due to this oversensing issue, the rate was not falling into the brady zone. The patient has suffered over 2 seconds of pauses due to this issue. Further information was received indicating that this patient will be brought to the clinic to perform evaluations. This implantable cardioverter defibrillator remains in service and no adverse patient effects were reported.